Manufacturer narrative:
The review of the labeling shows that osteomed labeling for the logic jr pediatric distractor system includes warnings and contraindications concerning product use situations that may cause implant fracture or failure. The lot number was not provided. Therefore, a review of the DHR could not be performed. An evaluation of the device showed that the device sheared where it exits the logic distractor. This type of shear is associated with a sudden off-axis loading. Though the activation wire is made from nitinol and is highly elastic, the small threads would not have much elasticity at an interface. Therefore, the cause could be attributed to a combination of the design and the unexpected loading.

Event description:
On 08/03/2015, osteomed qa received notification from dr. (B)(6) stating that he had a pin to break on the logic junior distractor while the family was distracting it approximately eight (8) days after the surgery. This resulted in an incomplete distraction.